Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the device/component was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The root cause was identified to be due to a scratch that damaged the touchscreen.

Event description:
The customer reported that the ventilator had a scratch on the user interface module (uim) that was making the touchscreen unresponsive. There was no patient involvement.